Event description:
"The tip of the lodi 7450 fractured and broke off. The tip remains embedded in the bone. The doctor stated that this is the first time they have encountered a lodi fracture. The doctor is considering whether the tip remaining in the bone can be successfully removed. A replacement fixture, the zimvie tsvh10, is scheduled to be implanted in the near future. I am attaching the defective product and x-ray images. We plan to file an official report, so please provide a detailed investigation and response."

Manufacturer narrative:
N/a.